Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used during an anterior repair procedure on (B)(6) 2013. According to the complainant, during the procedure, while the legs of the mesh were being sutured, the capio device handle snapped in half. Reportedly, the patient's anatomy was unusual so more force was applied on the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Based on the evaluation findings, which revealed that the carrier of the device is extended 2 mm , this is now a reportable event.

Manufacturer narrative:
A visual examination of the returned device found that the handle of the device was broken 11 cm from the proximal end. The metal shaft of the device was bent. A functional test of the device could not be performed due to the damaged handle. The carrier of the device is extended 2 mm, and cannot be retracted due to the broken handle. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.